Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to dislodgment. No patient complications have been reported as a result of this event.